Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed the tubing separated from a tubing segment. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was spontaneous severing of the tubing of a clearlink system continu-flo solution set which resulted in a leak. This was discovered upon completion of an infusion of intravenous normal saline, while disconnecting the fluid from the pump and patient and in attempting to take the clamp/line off the pump. The solution spilled onto the pump and the floor. The line to the patient was clamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 2200710000-2023-8023 for this event. Should additional relevant information become available, a supplemental report will be submitted.